Manufacturer narrative:
A product analysis is not available; the device was not returned for evaluation and is indicated that the customer does not intend to return the unit. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, the emg tube cuff was inflated and expanded unevenly. This resulted in an emergency because the airway was obstructed; in the end the patient was not injured.

Manufacturer narrative:
The completed analysis confirmed that one opened sample of part number 8229307 from lot number 0213341811 was received with a residue consistent with biological contaminants on the device. The customer reported that during the procedure, the cuff was inflated and expanded unevenly which resulted in an airway obstruction. In the "as received condition", the electrode wires were cut off which is typical for handling purposes and is not related to the complaint, and a 10ml syringe was attached to the inflation assembly. The device was returned with the cuff partially inflated with approximately 7cc of air. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The murphy eye was present and 90 degrees out from the printing, and the distal beveled edge was opposite to the murphy eye. There was no obstruction of the inside diameter airway path. The cuff was fully deflated and then re-inflated with 15cc of air; there was no leak or uneven inflation. An additional 5cc (for a total of 20cc) was injected into the cuff, and pressure was applied to the cuff without causing obstruction of the inside diameter airway path. This process was repeated five times without issue. The cuff is inflated during manufacturing and remains inflated for multiple steps which is likely to have detected the reported anomaly. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. There was no damage to the packaging to indicate a cause. A review of the global complaint data showed no other complaints for this lot number. The information most likely indicates the device was used in conflict with the instructions for use, as no malfunctions were found with the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, the emg tube cuff was inflated and expanded unevenly. This resulted in an emergency because the airway was obstructed; in the end the patient was not injured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.